Manufacturer narrative:
The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched display window, and cracked case near the display window corners. The insulin pump was monitored and all operating currents tested within specifications. No failed battery test alarms and all buttons functioned properly. However, moisture damage was found on the keypad traces. No scrolling numbers/scroll bar and no frozen display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had display anomaly, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 17.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.